Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation to date and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) reported a 2008t machine with both temperature sensor and thermistor assembly wires that were cracking and peeling. Additional follow-up was made with the biomed tech, who stated the issue was discovered during an annual preventive maintenance (pm). The biomed tech stated the rubber insulation/coating on the wires appear to be intact and free of any damage when they initially get placed on the machines. However, during (pm) preventative maintenance the rubber insulation/coating are found to be melted, not burned, and were found to be crumbled and flaking off. Per biomed tech the wires insulation was peeling off exposing the wires and the rubber insulation/coating appeared to be melted by the heat, thus exposing the wires. Per biomed tech it looked like the wires were becoming brittle and crumbling off. He stated that the issue was resolved after replacing both the temperature sensor and thermistor assembly wires and the machine has been back in service. Per biomed tech there was no patient involvement associated with this incident.